Event description:
It has been reported to us that during the procedure, the wire lumen of the aspiration catheter became torn. The physician inserted the guide wire into the patient. The physician inserted the aspiration catheter midway into the right coronary artery and successfully performed aspiration. The physician was removing the aspiration catheter and it became hung up on the guidewire. The wire disengaged and started to coil on the distal end. The physician could not remove the aspiration catheter from the guide catheter. The physician needed to pull the whole system out at the same time. Upon removal, the physician noticed that the marker band remained attached to the aspiration catheter; however, the wire lumen was torn. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.